Event description:
Caller states that the tested on the device at 450mg/dl, 252mg/dl, and 157mg/dl within 10 minutes. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.